Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that she had two programs a1 and a2. The patient reported that on the day prior to the report she could feel stimulation on both but on the day of the report she couldn¿t feel stimulation when using the a1 group. There were no falls or traumas that could be related to this issue. The patient confirmed that the ins was no and still not feeling stimulation on a1. The patient also reported lower back pain. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.